Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient contact reported that there was a fluid leak during fill 1 of 3. The patient's peritoneal dialysis registered nursed (pdrn) later confirmed that there was no patient injury. The patient performed continual ambulatory peritoneal dialysis (capd) in order to complete treatment. The patient continued to perform ccpd after the event. The set was not made available for evaluation.